Manufacturer narrative:
The empty sensor holder and insertion tool were requested to be returned for further evaluation. Since the sensor was not returned, it was not possible to exactly replicate the complaint. However, a known good sensor was used with the returned sensor holder and insertion tool, and the sensor transfer was successfully repeated 3 times. Also, a known good sensor holder with a known good sensor along with the returned insertion tool, and the sensor transfer was successfully repeated 3 times as well. Visual inspection of the returned sensor holder showed no anomaly. Further inspection of the insertion tool and the sensor holder revealed that the insertion tool ptfe sleeve length was shorter than specifications. This potentially contributed to the observed sensor transfer issues observed by the hcp. As part of preventative measures, additional visual inspection and sensor transfer simulation testing were implemented at the insertion tools manufacturing facility. No further investigation was found necessary for this complaint. B4.date of this report 30 april 2024 g3.date received by the manufacturer? 04/26/2024 h3. Device evaluated by manufacturer? Yes h6. Investigation findings updated to 170 h6. Investigation conclusions updated to 25.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. Manufacturer has requested the return of insertion tool. Once the device is returned, manufacturer will perform addition investigation and the results will be submitted in a supplemental report.

Event description:
On january 17, 2024, senseonics was made aware of an incident where the sensor was not inserted because it never went into the insertion tool and got stuck in the sensor holder. This was noticed after the insertion procedure was done on (B)(6) 2024. This means the patient would probably have go through another insertion procedure. No clinical symptoms were reported by the patient.